Manufacturer narrative:
The device has not been returned. A device evaluation is not available; therefore, the relationship between the device and the cause of the event is undetermined. A search of the complaint database did not identify any additional complaints recorded for this lot. The february 2008 15-month stonetome sphincterotome product family complaint trend report, inclusive of all failure modes was reviewed; no unfavorable trend was noted.

Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. A stonetome stone removal device was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on february 27, 2008. According to the complainant, "... As soon as the physician turned on the electricity, the cutting wire detached immediately." The physician continued the procedure with a second stonetome stone removal device. Refer to manufacturer report #3005099803-2008-0303 for a description of the second event.